Event description:
It was reported that a flogard infusion pump experienced a damaged pole clamp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. A review of the alarm history log was conducted. The reported condition of a damaged pole clamp was confirmed. The cause of the reported condition was not identified. The device was swapped to correct the problem. If any additional relevant information is received, a follow up MDR will be sent. Conclusion code 19 was selected because this is the most applicable code to the problem. The problem was confirmed. However, the problem cannot conclusively be assigned to a human factors issue. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.